Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the pendant wouldn't boot up. Determined that the hand switch was causing a motion controller error. Replaced the handswitch and booted the system multiple times. Issue resolved. The malfunctioning handswitch has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the message "initializing, please wait" and the motion controllers were unable to boot up fully. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with the use of a second imaging system after no delay. The patient was not impacted.

Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. The tester installed the handswitch on a test imaging system and the handswitch functioned as expected. The system shutdown and bootup were successful while under test. Visual inspection noted that the handswitch body was gaping and the coiled cable was stretched. The handswitch was physically damaged, however no functional problem was found. The reported event could not be duplicated by medtronic personnel.